Event description:
Olympus (oekg) was informed via repair request that the customer oes elite high-definition autoclavable telescope has a broken-off component defect, ¿locking pin broken off¿. The customer reported problem was found at reprocessing. No death, injury or impact to patient or other has been reported to.

Manufacturer narrative:
The subject telescope has not been returned to olympus to date. However, the investigation is in progress. If additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.